Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and urethral atrophy are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus) leading to inadequate coaptation preventing incontinence. It was noted that the improper coaptation was not related to a device anomaly. A replacement surgery was performed in which the existing cuff was removed and replaced with another component of the now appropriate size. There were no further patient complications.